Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) registry. It was reported that post treatment procedure the patient experienced hypotension. In (B)(6) 2014, the 90% stenosed, 4cm in length de novo target lesion was located in the right superficial femoral artery (sfa) with a reference diameter of 5mm. Target lesion was treated with a 2.1/3.0mm jetstream® atherectomy catheter. The target lesion received two blades-down passes (1 min 02 sec) and two blades-up passes (1 min 18 sec) for a total run time of 2 min 20 sec. 103cc aspirant was collected. Post-jetstream treatment stenosis estimate was 70%the target lesion was then treated with adjunctive treatment of pta and a self-expanding stent. Post-adjunctive treatment stenosis estimate was 40%. No product complaints or adverse events were reported during the index procedure. In (B)(6) 2015, 104 days post-index procedure the subject experienced hypotension during an angiogram. No additional information was provided.